Manufacturer narrative:
H6 - not returned. Event conclusion: the original pacemaker was removed and replaced with this insignia device. Attempts were made to acquire add'l info via our field sales force. These attempts were unsuccessful. If add'l info is received this event will be updated.